Event description:
It was reported that a pt was being transfered when allegedly the lifter tipped. Pt was not injured. Nurse assisting in transfer did report to facility that she was injured, details of this injury are unknown.